Event description:
An alert of shock impedance value is too high was detected. A lead revision will be performed.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between february 16, 2024 and october 12, 2024 recorded the shock impedance initially around 75 ohms with increase to 150 ohms in august 2024 and further out of range progression until the end of the recording period. Based on the available information, the integrity of the lead cannot be assured. However, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.